Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-aug-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked with moisture damage observed in the battery compartment. The pump was found to leak at the battery compartment. The returned battery cap was undamaged and was able to fit securely. The pump was exercised with no power issues occurring. The pump was opened; no moisture damage was found on the printed circuit board. The complaint of a power issue was not duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On 06-jul-2019, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that pump had no power and corrosion in the battery compartment. There was no damage to the pump alleged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.